Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was exposed to moisture. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer stated they were swimming and then the insulin pump turned off. Troubleshooting was not provided and screen did not return. The insulin pump will be returned for analysis.